Event description:
It was reported that during a longo procedure that there was an incomplete staple line. Instrument cut completely. Overstitched. No further information is available. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.